Event description:
It was reported that the device disassembled during a procedure. There was a delay of 2 minutes as the surgery was completed with a backup unit. There was no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of inadequate loctite application in the drill's front housing.